Event description:
It was reported that the patient had a fractured lead. Additional information received that the patients leads had high impedances. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Event description:
It was reported that the patient had a fractured lead. Additional information received that the patients leads had high impedances. The patient underwent a lead replacement procedure. The patient was doing well postoperatively. Additional information was received that the explanted devices were not returned as they were not released by the medical facility.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 20873236.

Event description:
It was reported that the patient had a fractured lead and will undergo revision procedure.